Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the post operation check, the right atrial lead was noted to be dislodged. The lead was repositioned uneventfully. The patient was in stable condition.